Event description:
It was reported an occlusion alarms occurred. Customer change the pump supplies to address the issue. Additionally, it was reported that a cartridge change error occurred and a minimum fill notification occurred after the user filled the cartridge with 225 units of insulin during the load sequence. As well as, insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the cartridge was changed to address the issues and insulin delivery was resumed. Customer's blood glucose was 117-178 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.